Event description:
It was further reported through patient's medical records that the patient had revision of tibial component due to fibrous ingrowth tibial component. There was an ingrowth on the lateral side around the lateral peg and lateral base plate, but not on the medial side.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates stable implants, left notes bone resorption around medial peg. Osteolysis 8.0 mm ¿ medial tibial component. Revision of tibial component due to fibrous ingrowth tibial component. No gross loosening of the tibia was noted. Femur was well fixed. Scar tissue excised from the undersurface of the patellar tendon. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: femur cemented posterior stabilized (ps) catalog # 42500605801 lot # 64406210; articular surface fixed bearing posterior stabilized (ps) catalog # 42511400412 lot # 64306312; all poly patella cemented catalog # 42540000032 lot # 64394938. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent a revision procedure approximately nine years post implantation due to osteolysis of the tibial component. Tibial baseplant and art surface were revised. Attempt for further information has been made, but no further information has been provided.